Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities typical of a disease other than metal-on-metal reaction including infection and bursitis were noted. Also noted was simple fluid collection in the posterior lateral and the anterior lateral: 24.2 x 28.7 x 23.7 x 0. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown.date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During postoperative monitoring and testing, periprosthetic soft tissue abnormalities, bursitis and fluid were noted. The simple fluid collection in the posterior lateral and the anterior lateral area of the hip measured 24.2 x 28.7 x 23.7 x 0. These findings were found due to follow up testing. Additional clinical data indicated the patient experienced contralateral hip pain. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01797 & 07368).